Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and difficult or delayed positioning associated with grasping and capturing the leaflets appears to be related to patient morphology/pathology (restricted posterior leaflet, large annulus, coaptation gap and a dilated left atrium). Image resolution poor was related to procedural conditions as difficulties visualizing the clips during the procedure was reported. Unspecified tissue injury appears to be related to procedural circumstances associated with difficulty grasping and capturing of the leaflets. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Delay to treatment/therapy and serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+, restricted posterior leaflet, large annulus, and a dilated left atrium. It was noted imaging was challenging throughout the procedure. A mitraclip was successfully implanted at a3/p3. A second mitraclip xtw was placed lateral to the first clip, but the leaflets were difficult grasp and capture. Therefore, the clip was retracted back into the left atrium (la). However, an anterior flail was observed, resulting in a clinically significant delay in the procedure. The clip was then able to be deployed, reducing mr to a grade of 3-4. No additional information was provided.